Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed and the collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system stopped working. No patient injury was reported.